Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastric polyp procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the clip was positioned in the patient's stomach. The clip was deployed however; a fragment of the catheter fell into the patient. The fragment was removed with a roth net. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned with the device. The control wire was separated per design and no other parts were returned with the device. The most probable root cause could not be determined, as the device appeared to have been deployed properly. In addition, without the clip assembly being returned no further investigation can be done. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastric polyp procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned in the patient's stomach. The clip was deployed however; a fragment of the catheter fell into the patient. The fragment was removed with a roth net. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) (retrieved fragment from patient). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).